Event description:
Revision of right hip due to periprosthetic fracture of the femur. The liner and cup remained implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no devices were returned. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of the device, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
Revision of right hip due to periprosthetic fracture of the femur. The liner and cup remained implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Hospital policy.